Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated. The device appeared to be atrial sensing and ventricular pacing at 75 ppm with normal capture. The patient reported a lack of interrogation at a previous check-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative